Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to capture pacing when using the mrx defibrillator. There was no patient harm.